Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the cause of the rupture is unknown. However, patient factors (bicuspid type 1 (raphe between rc-lc) ) and the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 26 mm sapien 3 ultra valve, in aortic position, by transfemoral approach. Patient with bicuspid type 1 (raphe between rc-lc). After valve implantation the blood pressure dropped immediately. Angio showed rupture on lc side. CPR was started and pericardial puncture was performed with auto perfusion. The chest was opened however, the bleeding had stopped. A small hematoma on lc at annulus level was observed. The chest was closed and coronary angio was performed to determine if the hematoma caused a coronary compression. The coronaries looked good. Final angio showed small hematoma on lc annulus to lvot transition. Cardiac surgeon just want to observe and not to intervention the hematoma. Patient came with stable condition onto ICU.